Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders of this inflatable penile prosthesis (ipp) underwent thorough analysis. The cylinders were microscopically, and leak tested. Microscope examination revealed that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. Leakage test revealed that the first cylinder had a leak from sharp instrument in the proximal end of the cylinder. The sharp instrument damage found on the device is considered a secondary failure. Based on the information available and analysis results, a clear probable cause of the event cannot be established; therefore, the conclusion code of caused not established as assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to the patient was not able to have a normal erection. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to the patient was not able to have a normal erection. The ipp was explanted. There were no patient complications reported.